Event description:
A ventilator returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the active exhalation control module had a test failure. The active exhalation control module was replaced to resolve the issue.